Event description:
The facility reported a pump with a problem with the air in line sensor. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the problem with the air in line sensor was confirmed as a false air alarm. Inspection of the device found that this problem was caused by an out of specification air in line printed circuit board. The air in line printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.